Event description:
A healthcare professional reported that during intraocular lens implantation surgery, there were 3 to 4 instances in which the sharp edge of lenses were rifted or damaged, it have destroyed the rhexis and compromised the capsule. Procedure was completed on the same day and lens remains implanted. Additional information has been requested but no information is available at the time of this report. There are two medical reports associated with this file. This file is 2 of 2.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).